Event description:
It was reported that the right ventricular lead exhibited decreased sensing. On (B)(6) the lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.